Event description:
Additional information was received that during and unrelated open heart surgery they found that the rv lead had perforated. The impedance and thresholds had both risen, but were still within range. The rv lead was explanted during the procedure, and was planned to be replaced once the coronary artery bypass graft readmit window had closed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an unrelated open heart surgery there was a perforation with the right ventricular (rv) lead. The impedances had risen, but were still within range. The rv lead was explanted, and was planned to be replaced a few days later. No additional adverse patient effects were reported.

Event description:
Further information was received that the right ventricular (rv) lead had recently been replaced. No adverse patient effects were reported.